Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged, specifically it fell out of the coronary sinus and was unable to pace. The lead was revised and remains in use. The patient is a participant of the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.